Event description:
It was reported that the patient was unable to inflate or deflate the tenacio pump of his inflatable penile prosthesis (ipp). The patient experienced anxiety over his implant not functioning properly, which was attributed to a buckled cylinder. Additionally, the patient had dexterity issues and expressed a preference for a ms pump. During the replacement procedure, the physician was able to operate the device without difficulty. Nevertheless, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient was unable to inflate or deflate the tenacio pump of his inflatable penile prosthesis (ipp). The patient experienced anxiety over his implant not functioning properly, which was attributed to a buckled cylinder. Additionally, the patient had dexterity issues and expressed a preference for a ms pump. During the replacement procedure, the physician was able to operate the device without difficulty. Nevertheless, the pump was explanted and replaced. No patient complications were reported.